Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - records showed no abnormalities related to the reported issue. Failure analysis - inspection of the unit revealed that the mirror holder was broken. The front bezel was melted. All failed parts were replaced along with parts that need to be replaced when a bezel is replaced. The returned 00mlx is in used condition with the heat mirror misaligned due to physical damage to the mirror holder. Misaligned mirror would cause overheating the reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource was overheating. There was no known patient injury or surgery delay.